Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial (B)(4), implanted: (B)(6) 2011, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot (B)(4), (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con, rep): information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that, two weeks prior to the report, the patient went to surgery expecting a new ins battery because their battery had died. The patient said that after surgery, the healthcare professional (hcp) told them that the ins had ¿corroded¿ and they had to cut the lead. The patient stated that a new lead or battery were not placed and a portion of the cut lead remains in place. The history/factors leading to the issue was unknown. It also was unknown if any troubleshooting/diagnostics were performed and it was noted that the issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.